Event description:
This pt while undergoing interferential electrical stimulation to his leg, suffered a 3rd degree burn in the area under which the electrode was applied. This wound has required surgical incising and drainage and a skin graft is scheduled. Inspection of the unit reveals no malfunction or defect. All measurable parameters fall within factory specifications.